Event description:
It was reported that a chemical integrator showed ink leaking after the sterilization cycle.

Manufacturer narrative:
According to the distributor, there was no known reportable event that occurred. One indicator showed bleeding of the ink and the user had to reprocess the load. Device malfunction cause the device to fail to perform its essential function and compromise the device's monitoring effectiveness, which could contribute to a serious injury if it were to recur. Additionaly, the ink bleeding from the indicator could stain the sterilizer's load affecting the usability of the processed devices, which could also contribute to a death or serious injury if it were to recur.